Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419478 lead, implanted: (B)(6) 2006; 5076-52 lead, implanted: (B)(6) 2006. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Battery voltage on (B)(6) 2015 is pre-approaching rrt at 2.92v. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device was turned on a year ago, but it was not actually implanted at the time. Now, the device exhibited shortened battery life. The device remains in use. No patient complications have been reported as a result of this event.